Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that before use, it was noticed that the shaft of the 2.5 x 20 mm trek balloon was broken [separated]. The device was not used in the anatomy, so there was no patient involvement. A new 2.5 x 20mm trek balloon was used successfully to treat the target lesion. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported shaft separation was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.